Event description:
Additional information received reported that the patient's devices had failed. It was reported that the tined lead failed, the battery was depleted, and there was device failure. At the 12 month visit on (B)(6) 2012, x-rays were performed to check for sacrum and coccyx lead fractures. It was clarified that during the (B)(6) 2012 surgery, the patient underwent removal of the system on her right side and had a new system placed on her left. The full tined lead was removed and the trauma for the lead removal was considered "mild." The patient tolerated the procedure well and was placed in the recovery room in satisfactory condition.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 3889-28 lot#: v689338 serial#: implanted: 2011 (B)(6), explanted: 2012 (B)(6). Product type: lead product ID: 3037 lot#: serial#: (B)(4), implanted: explanted: product type: programmer, patient. (B)(4). Analysis of the implantable neurostimulator (ins, model#: 3058, serial#: (B)(4)) found no anomaly. During the initial review, a power-on-reset (por) message was displayed. The ins's voltage was reported at 3.037 volts. Good, stable output was measured on all electrode pairs. Analysis of the lead (model#: 3889-28, lot#: v689338) found that the #1, 2, and 3 conductors were broken near the tines approximately 5.0 centimeters from the distal end; it was noted that the conductors were broken prior to the stretching that occurred at explant. In addition, the conductor coils were severely crushed between the two most proximal tines in the distal segment, causing a short between the #0 and #1 circuits. The #0 and #1 circuits were shorted at the #0 connector sleeve in the proximal segment of the lead as well.

Event description:
Additional information received: it was reported that at the patient's twelve month visit for reprogramming impedances were 'off.'

Event description:
It was reported that the patient's device was replaced. No patient injury was reported. Additional information received reported and clarified that the patient's implantable neurostimulator (ins) and left lead were replaced on (B)(6) 2012 due to symptoms of device failure. The patient recovered without sequelae.